Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected on insulin pump. Customer's blood glucose was 182 mg/dl at the time of the incident. Customer also got low battery alert. Assisted customer with troubleshoot. Advised to monitor the insulin pump. Advised the pump will need to be replaced. Product will not be returned for analysis.